Event description:
It was initially reported that the physician planned on performing a revision of the patient¿s implantable neurostimulator (ins) pocket on (B)(6) 2014. Additional information clarified that the patient was having an issue at the ins incision site and not the pocket site. The incision was painful to the touch and mildly swollen. The physician opened the incision and irrigated the area. The physician felt there may have been a little fluid around the strain relief loop area. He repositioned the anchors a ¿little off to the side¿ and ¿that was it¿. It was reported that the patient had perfect coverage so no changes were made to the ins programming. The patient was getting good relief. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4), product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).